Manufacturer narrative:
The device was not returned for analysis. Based on the reported information, there is no allegation that a malfunction or deficiency of the device occurred during the mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Thrombi /distal emboli and hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the solitaire device was defective, but rather procedure and patient condition related events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿mechanical thrombectomy compared to local-intraarterial thrombolysis in carotid t and middle cerebral artery occlusions (m. Möhlenbruch, m. Seifert, t. Okulla, u. Wüllner, d. R. Hadizadeh, m. Nelles, s. Greschus, k. Wilhelm, h. H. Schild, t. Klockgether, h. Urbach). The age of patients in the mt group (median age 67 years, range 42¿85 years) it was reported that embolization in the distal middle cerebral artery (mca) territory occurred due to clot fragmentation in two patients resulting in a mori score of 2. Thrombus migration into a second vessel territory (a1) due to lost clot during stent removal occurred in one patient without any consequences due to sufficient contralateral flow. One patient with only minor improvement post the intervention, suddenly deteriorated due to a large hemispheric hematoma. This patient was reported to have been on anticoagulation medication prior to the stroke.